Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. Device passed sleep current measurement and active current measurement. Pump was monitored and tested with no unexpected battery power loss noted. Pump error found in history file due to j6 connector resistance issue.

Event description:
Customer reported via phone call that insulin pump had power error detected. Customer's blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer also stated that insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.